Event description:
It was reported that on (B)(6) 2012, the patient underwent a underwent a l4-l5 spinal fusion surgery using rhbmp-2/acs. The patient¿s post-operative period was marked by increasingly severe back pain radiating to the legs along with foot numbness and epidural fibrosis. An MRI study conducted on (B)(6) 2012 showed that the patient continues to experience low back pain radiating to the left lower extremity. The patient walks with two canes and ambulation is increasingly difficult. The patient also developed numbness in both feet.

Manufacturer narrative:
(B)(6). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.